Event description:
It was reported to medtronic neurosurgery that the screw mandrel was broken during the surgery. Allegedly, this event extended the surgery time.

Manufacturer narrative:
The device is currently being evaluated. A review of the manufacturing records showed no anomalies. No injury to the pt was reported.